Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was hospitalized due to kidney failure. Nevro attempted to obtain additional information regarding the nature of the kidney failure but was unsuccessful. There have been no reports of further complications regarding this event.